Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction. It was reported that a patient was increasing stimulation the night of (B)(6) 2016 and saw a power on reset (por). No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.